Event description:
The unit was returned to the mfg facility for servicing. There was no report of pt involvement. The unit was returned to the mfg site for investigation. The unit was tested, and the output was found to be high to MFR's specs. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and service processes in 6/1997. According to datex-ohmeda records, this unit has not been serviced since its MFR date of 1997. Datex-ohmeda recommends that all tec 6 nad variant vaporizers be returned for routine maintenance and maintenance manual.